Manufacturer narrative:
Investigation completed on a smiths medial ambulatory infusion pumps/cadd solis vip pumps - 2120 complaint under infusing during testing was confirmed during accuracy tests, which revealed under the manufacturing specifications. The cause and effect is related to expulsor needing replacement to bring delivery within specifications. Action was taken to replace the expulsor. Device passed all delivery testing prior to release.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps ? 2120 pump reported complaint of under infusing during testing. This did not impact patient, as this was discovered during testing.